Event description:
The manufacturers representative reproted at refill, the expected reservoir volume was 2ml and the actual was 14ml. It was unknown to the reporter if the patient was experiencing return of symptoms. A roller study was being performed. A follow up report will be sent when additional information is received.